Manufacturer narrative:
An event of pericardial effusion was reported. It was indicated that the patient's activated clotting time (act) level was 291 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that it was related to the procedure. However, this cannot be confirmed. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior mid. The patient's activated clotting time (act) level was 291 seconds. The patient's left atrial pressure was 20mmhg. During the procedure the occluder was partially re-captured 3 times. The occluder was implanted. Eight days post-implant the patient presented with a pericardial effusion. A pericardiocentesis was performed. The patient status was hospitalization in the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior mid. The patient's activated clotting time (act) level was 291 seconds. The patient's left atrial pressure was 20mmhg. During the procedure the occluder was partially re-captured 3 times. The occluder was implanted. Eight days post-implant the patient presented with a pericardial effusion. A pericardiocentesis was performed. The patient status was hospitalization in the intensive care unit (ICU).